Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient was at their healthcare provider's (hcp) office and were told to call and request a manufacturer's representative (rep) for an adjustment, the patient reporter that the therapy was zapping their legs and was not helping their back. The patient stated that they can't recall when it began but it has been going on for a long time. The patient was redirected to their hcp and the hcp was transferred to page a rep and stated that they would take care of it. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the patient's stimulator was zapping in patient's bladder. The manufacturing representative (rep) resolved the issue. The rep reprogrammed the patient's ins and got it working and patient has had no problems with it yet. No further information was reported.